Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via chat stated that they had an oral-b pro 5000 electric toothbrush and, the other day, an oral-b toothbrush head came out in their mouth. No injury was reported.